Event description:
Additional information notes the lead was capped and not explanted as previously reported. The lead will not be returned.

Event description:
It was reported that a false sensing episode was observed. During the revision, an insulation anomaly was noted on the pace/sense cable. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.